Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the commander delivery system balloon caught the tip of the 16fr esheath+ and "buckled". The delivery system was re-advanced so the balloon could be outside the esheath+. The balloon was then withdrawn until it was enclosed in the esheath+. Both the esheath+ and delivery system were then withdrawn as a unit over the wire. As the esheath+ was withdrawn, pieces of intima were observed attached to the folds in the esheath+. It was noted that the esheath+ kinked and had pulled intima out of the vessel. Once the perclose portion of the procedure was completed, an angiogram was performed and revealed no extravasation or further injury.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. Device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the device and patient's anatomy were provided for review. Imagery review revealed there was calcification, tortuosity, and undersized access vessels present within the patient's anatomy. There were pieces of patient intima noted. The esheath+ liner was partially delaminated on the expandable portion and liner bunching proximally from the distal end. The inflation balloon was also observed unpleated. Based on the liner bunching proximally from the distal end with patient intima retrieved, the event was confirmed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it notes to maintain guidewire position in the aorta during delivery system removal. Additionally, the IFU/training manuals cautions that a patient injury could occur if the delivery system is not completely unflexed prior to removal. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty withdrawing the delivery system through the 16fr esheath+ was confirmed by review of the device imagery provided. There was no manufacturing non-conformance identified during the evaluation. Due to the unavailability of the device, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per the event description, "the commander delivery system balloon caught the tip of the 16fr esheath+ and buckled." It was noted that coaxial alignment was achieved when the balloon was pulled into the sheath, but the wire being pulled back before the delivery system may have affected the coaxial pull. Per the training manual regarding delivery system retrieval through the sheath, "maintain guidewire position in the aorta." As the guidewire assists in the withdrawal of the device, it is possible that improper withdrawal technique may have contributed to the delivery system catching at the sheath tip. Additionally, review of the imagery provided of the patient's anatomy revealed calcification, tortuosity, and undersized access vessels within the patient's anatomy. Undersized access vessels, tortuosity and calcification can create challenging pathways and non-coaxial withdrawal angles may have further contributed to the distal end of the delivery system catching onto the sheath tip. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (calcification, tortuosity, and undersized access vessels) and/or procedural factors (improper withdrawal technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: (B)(4). The investigation is still ongoing.